Event description:
It was reported during in clinic follow up that the lead exhibited oversensing due to noise. This oversensing culminated in an inappropriate shock. Diagnostic imaging revealed that the lead had insulation damage and had fractured due to twiddlers syndrome. The lead was capped on (B)(6) 2022 and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of inappropriate shock, insulation damage, noise, and material integrity problem were confirmed. As received, only the proximal portion was received in one piece. Visual examination found multiple external insulation abrasions consistent with friction to the device can. The cause of the reported event was isolated to the exposed ring electrode cable caused by lead to can abrasion.